Event description:
The customer reported that the system would not display a fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was reset during the service call. The system as tested and found to be working as intended and put back into service.